Event description:
Attorney reported: in 2001- the pt underwent a right inguinal hernia repair procedure with implant of a perfix plug. On the event date- the pt reports sharp pains accompanied by aching, throbbing sensations coming from the implant site. This pain affects his ability to walk easily and is made worse when there is inclement weather. The pt reports medical consultations.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.